Event description:
It was reported that the filter did not open completely and migrated into the patient's right ventricle. The physician was unable to remove the filter via a snare because of the location of the filter. Importer narrative. The filter was subsequently removed in a surgery on (B)(6)2009. The patient is reported as doing well. The device has not been returned for evaluation. A review of the procedure films was performed by a manufacturer representative. Results of the film review were inconclusive; the films only showed the unopened filter.